Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to the device coming into contact with another device during use and/or misuse/mishandling, due in damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/07/2025, a sales representative reported via (B)(6) that an abs-2016-02 biosurge kit with 5.0cc allosync pure, when they went to spin the bmac, it wasn¿t pulling up through the tubing, and it was making a squeaking noise. This occurred during a rotator cuff repair. They determined that there was a hole in the tubing, so they changed to a new kit, transferred the blood to the new tubing kit, and proceeded.